Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2005. Subsequently, patient was revised (B)(6) 2011 due to metallosis/vertical cup.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following warning: malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. Additionally, package insert contains the following possible adverse effects: material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid.